Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to noise. High impedance was observed. The device was reviewed under fluoroscopy and insulation abrasion was suspected near the tricuspid valve. The lead was capped and a new lead was implanted.